Event description:
Per the clinic, the patient experienced facial paralysis after initial implantation surgery. It is suspected that the facial nerve was injured during the surgery. Subsequently, the device was explanted on (B)(6) 2025, in order to conduct a facial nerve decompression procedure. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 25, 2025, was filed inadvertently. The correct date of explantation was on (B)(6) 2025, not on (B)(6) 2025.